Manufacturer narrative:
Continuation of d10: product ID 37612 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2023 product type implantable neurostimulator product ID 3708660 serial# (B)(6) implanted: (B)(6) 2016 product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2016 product type extension product ID 3387s-40 lot# va10dgd implanted: (B)(6) 2016 product type lead product ID 3387s-40 lot# va10dgd implanted: (B)(6) 2016 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 04-jan-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(6), ubd: 04-jan-2020, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(6), ubd: 21-aug-2018, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(6), ubd: 21-aug-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that elevated impedances were observed on both leads. Prior to generator replacement, contact 0 was within normal limits, and contact 1 was elevated; after replacement, contact 0 was elevated, and contact 1 was within normal limits. The physician attempted a clean and dry at the ipg connection point with no change in impedance values. The physician is aware of the findings, and no follow-up is planned at this time. Additional information was received from manufacturer representative (rep). Rep clarified the inss were replaced due to normal battery depletion.